Event description:
It was reported that a pacemaker dependent patient, who was hooked up to an epg (external pulse generator), experienced dyspnea following surgery. The hospital staff noticed that the epg was turned off. The epg was restarted, and the patient felt better. The epg was later replaced, and no further patient complications were reported as a result of this event.